Event description:
A pump memory error occurred during an interrogation. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt's status was undetermined at the time of the report. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).